Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. Patient demographics are not available as case specifics could not be verified per the doctor.

Event description:
During a conversation with an external clinician doctor for a solopath performance feedback, it was reported that valve leakage was experienced with the device. The doctor stated he most frequently uses the sr-19xx and has used the sr-22xx device once. He expects/experiences valve leakage almost every procedure on both the sr-19xx and the sr-22xx. There was an unacceptable level of leakage experienced with the 0.035" guidewire installed during the procedure. The doctor was unable to provide a volume of blood loss experienced during a typical procedure due to the valve leakage, but he defined it as significant. Patient condition is unknown. No intervention such as blood transfusion was required as a result of the experienced valve leakage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.